Event description:
It was reported that there was undersensing. It was later reported that the lead was programmed to unipolar and that resolved the undersensing issue. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.